Event description:
The customer contact reported that the silicone sleeve of the clave port remained in the depressed position. The option-lok male adapter was connected to the female adapter of an intravenous access port. The clave port of the extension tubing set was connected to an unspecified primary tubing set, and was used to deliver an unspecified medication. After an unspecified length of time, it was reported that the nurse disconnected the unspecified primary tubing set from the clave port of the extension tubing set. After an unspecified length of time, it was noted that the silicone sleeve of the clave port remained in the depressed position. The customer contact reported that an unspecified volume of bleed back occurred. The extension tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of critical therapy. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.